Event description:
Info received indicates, the bed would not go into trendelenburg.

Manufacturer narrative:
The technician found that the trend assembly had been pulled loose and the pivot blocks were cracked. The technician replaced the pivot blocks, trend gas springs, and gas spring hardware to repair the bed.